Event description:
The initial reporter alleged false reactive results for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 module. The initial test conducted in 2019 using the hiv duo elecsys e2g 300 v2 assay yielded a result of 11.210 coi (reactive). A western blot test performed on the same sample was negative. On (B)(6) 2021, the same assay was used to test the patient sample again, yielding a result of 6.740 coi (reactive). A subsequent western blot test was negative, and the viral load was undetectable.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. The customer's results were confirmed during internal testing, which showed a reactive result of 5.04 coi for the patient sample. Additional analysis indicated reactivity with only one hiv-1 specific antigen, which strongly suggests a false reactive result. Typically, true hiv-positive samples react with multiple hiv-specific antigens. The root cause was attributed to a sample-specific discrepancy.